Manufacturer narrative:
(B)(4). Patient experienced trauma around the device pocket area. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a fall that caused trauma to the implantable cardioverter defibrillator (ICD) area. The right ventricular lead developed a fracture due to the fall and exhibited noise. The patient subsequently experienced multiple episodes of inappropriate shock caused by the right ventricular lead noise. On (B)(6) 2019, the right ventricular lead was capped and replaced along with the ICD. During the procedure, it was also noted that the atrial lead had insulation damage and exhibited noise. The physician repaired the atrial lead with a suture sleeve and adhesive but the lead still exhibited noise. The physician elected to not replace the atrial lead at this time and concluded the procedure. The patient condition was stable. Related manufacturer reference number: 2017865-2019-09927, 2017865-2019-09929.